Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred and the patient died. A 2.25x32mm promus premier drug-eluting stent was advanced to treat a dissection in the left anterior descending (lad) artery. However, the device failed to cross the artery and upon removal of the device into the guide, the stent was dislodged and embolized to the proximal lad. The physician attempted to retrieve the stent but was unsuccessful. The patient died.